Event description:
Patient's mother reported she checked the patient's blood glucose level (103 mg/dl) with her meter and she remembers inserting the amount of carbs 31 grams and she is positive that based on this the pump dosed a bolus; amount unknown. Mother stated later in the day, they checked the data, and the 103 mg/dl is traceable and the amount of carbs as well, however, no insulin/bolus information. Mother alleges this could lead to incorrect bolus advice. No adverse event reported. Requested return of the alleged product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.